Event description:
Information received regarding the explanted device notes that the patient reported "intermittent thumping". The device was programmed to vvir to stop lv pacing. The lead was replaced without complication.